Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000164196. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a headache post-trial procedure. The physician suspected a cerebrospinal fluid (csf) leak. The investigation did not determine which lead attributed to this issue. A blood patch was given and follow-up information indicated the patient¿s csf leak has resolved.